Event description:
It was reported that non sustained rv oversensing due to ventricular lead noise was observed on the v sense channel. No programming changes were made. The patient was fine and asymptomatic.

Event description:
New information received states that low r wave sensing and high pacing lead impedance were observed. The lead remained implanted. No further information is available at this time.